Event description:
The customer reported, the system shut down w/o command. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. A circuit board was replaced. The system was then found to be operating as intended.